Event description:
It was reported "pt. Admitted with a broken PICC line. Pt came to ir for a PICC rewire; PICC line was cracked in half at lumen site." No patient harm was reported, although patient needed a new line placed over a wire. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 3fr s/l powerpicc sv catheter. Usage residues were observed throughout the sample. The sample shared a complete break at the luer/tubing joint. Permanent deformation was observed throughout the extension tubing. Microscopic inspection of the break revealed a granular fracture surface. Beach marks and radiating tear marks were observed throughout the fracture surface. Material deformation and discoloration were observed in the vicinity of the break. The break features were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs when repetitive mechanical stresses such as twisting and kinking gradually cause a crack to form and propagate in a material. The location of the damage and extension tubing deformation suggested that device securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reew4464 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "pt. Admitted with a broken PICC line. Pt came to ir for a PICC rewire; PICC line was cracked in half at lumen site." No patient harm was reported, although patient needed a new line placed over a wire. No other information was provided.